Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the helix was tested prior to inserting the lead into the patient and it was noted that the helix did not extend or retract as expected. The lead was inserted into the patient but the helix was unable to be screwed into the heart tissue. The lead was explanted and replaced and a new lead was inserted to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece for analysis. X-ray inspection revealed that the inner coil was over-torqued at the connector region, consistent with procedural damage. Visual inspection found the helix to be partially extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.